Event description:
It was reported that the log file captured that the pump stopped operating on (B)(6) 2022 at 17:24:34 even though the driveline was still connected to the controller. Related manufacturer's report capturing controller malfunction: 2916596-2022-12570.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is completed.

Event description:
Additional review of the extracted and submitted log files confirmed a pump stop event; however, this event was determined to be associated with the reported system controller exchange. System controller related manufacturer report number: 2916596-2022-12570.

Manufacturer narrative:
Manufacturer's investigation conclusion: review of the extracted and submitted log files confirmed a pump stop event; however, this event was associated with the reported system controller exchange. Additionally, low flow, loss of lvad communication, and driveline power fault alarms, as well as elevated pump power values, were observed; however, these findings were determined to be associated with controller fluid ingress and are addressed under the system controller investigation (related manufacturer report number: 2916596-2022-12570). The log files extracted from the returned system controller contained data from 14jul2022. The submitted log files contained data from 14jul2022 and 15jul2022. A driveline disconnect and subsequent pump stop event were captured on 14jul2022, consistent with the reported controller exchange. Additionally, low flow, loss of lvad communication, and driveline power fault alarms, as well as elevated pump power values were observed. The root cause of these events was determined to be associated with controller fluid ingress and is addressed under the system controller investigation. No other notable events or alarms were captured. The pump appeared to function as intended at the set speed while the driveline was connected. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(6), with no further issues reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specification. The heartmate 3 lvas instructions for use (IFU), rev. C, and the heartmate 3 lvas patient handbook, rev. D, are currently available. Section 1 of the IFU, ¿introduction¿, addresses all pump parameters, including pump flow and power. Section 4, ¿system monitor¿, describes the pump flow display and the hazard alarms. Additionally, section 2 of the IFU, "system operations", explains how to replace the system controller. Section 7 of the IFU, "alarms and troubleshooting", and section 5 of the patient handbook, "alarms and troubleshooting", address all system alarm conditions as well as the appropriate actions associated with each condition. Furthermore, section 8 of the patient handbook, ¿handling emergencies¿, also provides examples of emergencies and the proper actions to take in the event an emergency occurs. The patient handbook cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.